Event description:
It was reported that a pump malfunction occurred with a display of malf 1, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.